Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: cracked/peeling insulation at shaft. Confirmed failure: cracked/peeling insulation at shaft. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known at this time. (B)(4).

Event description:
It was reported that the insulation had been compromised.